Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2007 for the treatment of pelvic floor prolapse, cystocele, and rectocele. Following the surgery, the pt experienced multiple complications, including formation of scar tissue, loss of proper bladder function, and neurologic compromise to her structures and tissues. No additional info is provided at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.